Event description:
It was reported that the device was used during a laparoscopic cholecystectomy procedure. The device was being used to clip the cystic duct and it would not release from the duct. Two add'l trocars were inserted to provide access for devices to remove from duct. The clip was not on the duct when device was removed. Another device was used to complete the case. There was no adverse consequence to the pt.

Manufacturer narrative:
(B) (4). (B) (4). Info anticipated, but unavailable at this time.